Event description:
It is reported that the pt is experiencing hyper-extension of knee.

Manufacturer narrative:
Device history records could not be reviewed as the lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Zimmer initiated a field action in december 2013. FDA recall z-0783-2014 contains the segmental poly box part number. The product was implanted prior to the field action, which updated the surgical technique and package insert. Zimmer implemented a corrective action in which a product enhanced design will be developed to address the root cause. The amount of hyperextension allowed under worst case loading conditions was not recognized as a design input.

Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.